Event description:
It was reported that the handpiece began overheating at the beginning of the day before being used in any procedures. There was no reported patient or user injury, and all procedures that day were completed with other devices that were available.

Manufacturer narrative:
The drill has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.